Manufacturer narrative:
(B)(4). The involved device has not been returned for evaluation. Therefore, the investigation was based on evaluation of user facility information, retained sample and quality records. Examination of the retained sample confirmed there were no defects or anomalies. Testing of the retained sample confirmed that performance specifications were met. A review of the device history records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause for the reported event cannot be definitively determined based upon the currently available information, there is no evidence that the reported issue was related to a device defect or malfunction. All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported that the tr band would not inflate. Follow up communications confirmed that: following placement of the tr band on the patient the device would not inflate; a second tr band was used; the procedure was completed successfully; and the patient is reported to be "fine" and has recovered.